Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during installation an 840 ventilator had a broken latch. The ventilator was not on a patient at the time of the event. The service engineer replaced the broken latch to correct the issue. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Initial medwatch was inadvertently submitted, this is not a reportable event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.